Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation the pulse generator exhibited diagnostic anomaly. Diagnostics were cleared. The device was reinterrogated successfully.